Event description:
A (B)(6) male patient called zoll customer support to report that his monitor mad a squealing noise and then would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power up. Destructive testing revealed a separation of the copper pad and the laminate at pin h8 of flash bga component u102 on c/a board sn (B)(4). The separation of the pad and laminate caused the power-up failure. The root cause for the separation of the pad and laminate could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.